Manufacturer narrative:
The thermogard xp ivtm system (serial #(B)(4) was evaluated at customer site. The reported complaint of the air trap on the thermogard ivtm system was not detected was not confirmed during the functional testing but confirmed in the event data log. The thermogard system passed the functional testing without any fault or error. The thermogard system performed as intended. The probable root cause of the reported complaint was likely due to the overflow of saline into the air trap chamber, as indicated by the traces of saline observed on the air trap sensor board, possibly caused by user mishandling. During visual inspection, observed broken top lid, pump rotor and pump cover on the thermogard system, unrelated to the reported complaint. These types of physical damages were likely due to mishandling. The top lid, pump rotor and pump cover were replaced to address these physical damages issue. During event log review, two error codes "m ID:09" (air trap assembly) occurred. The air trap sensor block was replaced to address the issue. The thermogard was manufactured in june 2012 and is 8 years old, past its service life of 5 years. After service repair completion, the thermogard ivtm system re-evaluated and passed all the functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the air trap on the thermogard ivtm system (serial #(B)(4) was not detected. Another thermogard system was use to continue with treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.